Event description:
The customer contacted stryker to report that their device was not powering on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device was not powering on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker product assessment center (pac) evaluated the device and confirmed the reported issue of device not turning on when the lid was opened. A depleted battery was the root cause of the reported issue. The device was archived by stryker and the customer received a replacement.